Event description:
It was reported the epg (external pulse generator) will intermittently lock up with a self-test error message when powered on, while in the self-test mode, even though no button is depressed. Other times it will begin to power up, then lock up with nothing on either display, and both green lights on. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was noted that the main printed circuit board was out of electrical specification, the device failed the battery removal amplitude test. It was further noted that the display and encoder flex were out of mechanical specification, the upper case, lower case, side bail covers and ring cover were broken, the battery release, heart block and battery drawer were broken, the battery contacts were compressed and the side bails and ring were missing.